Event description:
Needle failed to retract; extra care was not exercised and the needle stuck the clinician on the left hand between the ring finger and pinky finger.

Manufacturer narrative:
The customer indicated the actual unit involved is not available for the investigation, however, they will send in representative units with the same lot number. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).